Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient adverse reaction of the frequency of seroma with use of peri-guard/supple peri-guard when used as a prosthesis for soft tissue deficiencies including defects of the thoracic wall in surgical procedures was rated high. The physician reported ¿I obtain seromas in approx 20% of my cases¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.